Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after a recent infusion set change while using the ilet, with the device delivering insulin but with suspected diminished absorption due to possible scar tissue at the infusion site; the infusion set lot number provided was 6008881. Symptoms included elevated blood glucose. Outcomes included stabilization of blood glucose following troubleshooting and education, including a fingerstick check and continued monitoring. Investigation included review of device-reported data and user follow-up. Investigation of this case revealed no device malfunction and suggested reduced insulin absorption at the infusion site as a plausible contributor, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.